Event description:
It was reported that the patient felt a burning and shocking sensation at night and again in the next day while the pt was sitting passively on the driver's side of the car waiting for someone to return to the car. The patient stated that one of her leads had "slipped" and she needed to schedule surgery soon to have that fixed. The patient also stated that her ins turns off on its own every day at 8:30 am or 11 am and she does not know why. The patient indicated there was no known accident or incident related to this complaint. The patient has had her device off since the shocking incidents, but stated that palpation with device on or off recreates the sensation. Impedance measurements were normal. X-rays were taken and the system appeared to be fine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.